Event description:
It was reported that a patient, (B)(6), underwent a supraventricular tachycardia (svt) procedure with a smart touch unidirectional catheter. During the procedure, the smart touch unidirectional catheter (with agilis steerable sheath, st. Jude medical,(B)(4)), was used for mapping and ablation of the targeted accessory pathyway site within the coronary sinus. Two prior procedures had indicated the target site was adjacent to branches of the right coronary artery. An interventional cardiologist was called in prior to ablation to perform contrast diagnostics of the coronary arteries to determine how adjacent they were to the target lesion site. The fluoroscopy and contrast indicated a branch was approximately 3-4mm from the lesion site. The physician opted to proceed with the ablation. On ablation, the target pathway was successfully eliminated. However, on a follow-up diagnostic of the coronary artery, it became apparent a small branch adjacent to the ablation site had become occluded. A contrast diagnostic was performed prior to ablation and showed normal blood flow. Following ablation when the contrast diagnostic was repeated, the occlusion became apparent and corrective measures were undertaken. The interventional cardiologist performed a balloon angioplasty and placed 2 stents at the branch of the right coronary due to ablation site impact, effectively re-opening the vessel. As a result of the complications during her procedure, the patient received anti-coagulating drugs and since had additional complications (retroperitoneal hematoma and syncope) associated with excess anti-coagulation resulting in her being admitted to the hospital for several additional days and possibly additional weeks.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(6). Concomitant products: carto 3 system model #: unknown serial #: unknown st. Jude medical - agilis steerable sheath, (B)(6). Manufacturer's ref. No: (B)(4). The aggressive anti-coagulation to aid in re-opening the occluded blood vessel had caused a retroperitoneal bleed and hematoma in the groin region where access was done for the sheaths and catheters. There had been no additional issue regarding the patient¿s coronary artery or stent; but rather, these complications were due to the access site. The patient was stable throughout the procedure and improving. There was no indication the catheter or carto 3 system performed below expectation. The physician did not feel the product performed outside the required function and had no complaint in that regard. As of (B)(6) 2015, the patient remained at the hospital with a hematoma and persistent syncope. The patient was expected to make a complete recovery with no long-term impact expected. The patient¿s diagnosis was that the patient's underlying arrhythmia appeared to have been successfully treated. However, there were complications related to anti-coagulant treatment associated with the stenting as she had a retroperitoneal hematoma and hematoma at the groin arterial access site.